Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complaint, after a successful dilation of the stricture, the balloon did not properly deflate and could not be pulled through the scope. Additionally, the balloon became detached inside the patient. They pulled the device out of the scope and used a snare to successfully retrieve the balloon out of patient's esophagus. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Event description:
It was reported to boston scientific that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complaint, after a successful dilation of the stricture, the balloon did not properly deflate and could not be pulled through the scope. Additionally, the balloon became detached inside the patient. They pulled the device out of the scope and used a snare to successfully retrieve the balloon out of patient's esophagus. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Reported event of balloon deflation difficulty. Reported event of balloon detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon remains attached to the catheter. It was noted that the catheter was cut in two places. Two stretched portions and multiple kinks were noted at various locations along the catheter's length. Functional analysis could not be performed due to the condition of the device. The noted defects likely occurred due to anatomical/procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, there was no evidence that this device was not used per the directions for use (dfu)/product label.